Event description:
On 06/26/2000, the case manager informed the MFR's representative of the following: the first side of this dual lumen device failed to flush/aspirate in less than a month. The second side failed to flush/aspirate one (1) week later. As a result, the device was explanted, and replaced with a single lumen device (catalog/lot number unknown). The catalog number of the explanted device was unknown at the time of the report. The facility's case manager was faxed a blank product complaint report (pcr) form for completion. On 06/26/2000, the MFR's representative contacted the distributor's sales representative to notify him of this event and request he contact the facility to expedite the return of the report and device for analysis. On 07/12/2000, the MFR received the completed pcr form and an explant record from the facility's risk manager via a fax that states the following: the device was implanted in 2000. Functioning difficulty noted about 4 1/2 weeks post insertion. Device completely stopped functioning. Device explanted in 2000, per the physician. No further details were provided.